Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had cosmetic damage and received failed battery test alarm after changing the battery. The customer¿s blood glucose level was unknown. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform the displacement, operating currents and verify failed battery alarm, a21 error test and rewind due to blank display. Pump received with cracked battery tube threads.